Manufacturer narrative:
(B)(4). Date sent: 2/2/2024. D4: batch # 590c12. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst45b reload loaded on the device. The reload was received partially fired 1/4.  The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria.  The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.  As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 590c12, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon inserted the ec60a with a gst60b into the trocar and placed it on the appendix. The surgeon closed the jaws on tissue and attempted to fire the stapler. The stapler ¿locked¿. The surgeon reversed the knife blade, opened the stapler and removed the stapler from the patient. A new ec60a and gst60b was used successfully to complete the procedure with no patient harm and no intermittent issues.